Manufacturer narrative:
The chol2 reagent lot number was 746284 with an expiration date of 31-may-2024. The ldlc3 reagent lot number was 730304 with an expiration date of 30-apr-2025. The tp2 reagent lot number was 762406 with an expiration date of 28-feb-2025.

Event description:
The initial reporter questioned low results for multiple patient samples tested for multiple assays on a cobas c 503 analytical unit. Of the data provided for 3 patient samples, discrepant results were identified for cobas integra cholesterol gen. 2 (chol2), ldlc3, and total protein gen.2 (tp2). Patient 1 initial chol2 result was 7.34 mg/dl. The repeat result was 176 mg/dl. The initial ldlc3 result was 7.00 mg/dl. The repeat result was 111 mg/dl. Patient 2 initial tp2 result was 6.32 g/dl. The repeat result was 7.65 g/dl. The initial chol2 result was 15.6 mg/dl. The repeat result was 219 mg/dl. Patient 3 initial chol2 result was 5.89 mg/dl. The repeat result was 157 mg/dl. The initial tp2 result was 0.346 g/dl. The repeat result was 8.05 g/dl. The repeat results were believed to be correct.

Manufacturer narrative:
Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The specific root cause could not be determined. The investigation determined the event was consistent with misadjusted cell detergent causing overflow.